Event description:
Customer reportedly received result of 531 mg/dl, 322 mg/dl and result of 207 mg/dl within 10 minutes on the advantage system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.